Event description:
It was reported that a patient present to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. On (B)(6) 2022, radiographic examination was performed and revealed the rv lead had lost slacked and dislodged. During lead repositioning, the physician had difficulty extending and retracting the helix.

Manufacturer narrative:
The reported events were lead dislodgement, capture problem, and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix could be fully extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.